Event description:
It was reported that post op a laparoscopic colectomy procedure, 7-10 days post op the patient had a leak. A percutaneous drain was placed. There was no other patient consequences reported. The surgeon does not wish to discuss further.

Manufacturer narrative:
(B)(4). The device was not returned. (B)(4).